Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery during a bolus delivery. The customer reported a blood glucose level of 74 (mg/dl). Lantus and manual injections will be used for diabetes management.